Event description:
It was reported that during preparation the driveshaft proximal to the crown of the stealth 360 peripheral orbital atherectomy device (oad) was loose and the oad was not used. The issue was found after removing the oad from the package. The oad did not enter the anatomy. The oad was replaced to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. Device analysis identified found the distal tip of the saline sheath to be separated but still on the driveshaft.

Manufacturer narrative:
A visual inspection and functional testing were performed on the returned device. A saline sheath tip separation was observed on the returned oad. Production record and corrective and preventative actions (CAPA) reviews were performed. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot-specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the saline sheath tip separation appears to be related to a potential product quality issue. Analysis determined that the oad driveshaft was not damaged as reported in complaint details. However, the distal saline sheath tip is detached and floating freely on the driveshaft. Therefore, abbott initiated further investigation and will continue to focus on the investigation to address any product variation related to this issue.